Event description:
Please refer to report 0009613350-2019-00515.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: as no lot number was provided, the device history records could not be reviewed. Trend analysis: no trend analysis could be performed as no item numbers is available. Event description: it was reported that the patient was implanted with a total hip prosthesis on an unknown date. The patient is scheduled for a revision surgery on an unknown date due to migration of the pedestal cup. Review of received data: one x-ray dated 13.feb.2019 has been received. It was been reviewed by hcp dr. Kessler. Pelvic overview: situation after implantation of a cementless prosthesis stem and pedestal cup on the left. Radiolucent area at the lower edge of the cup. Wide radiolucent gap around the stem of the pedestal cup. Cranially, the tip of the stem has broken through the crista iliaca. Summary: it is reported that in a patient born in 1936, for unknown reasons, a pedestal cup was implanted on an unknown date. The patient had to undergo a revision on an unknown date because of the migration of the pedestal cup, the explantation was not yet done. The situation after implantation of a pedestal cup on the right side can be seen on a pelvic overview taken on (B)(6) 2019. Cranially, the tip of the stem has broken through the crista iliaca. In addition, around the entire stem of the pedestal cup, a broad radiolucent gap with marginal sclerosis is visible. Conclusion: although there are no previous comparative x-rays, it can be clearly assumed that the pedestal cup on the left side of the pelvic overview taken on (B)(6) 2019, is loosened. Radiologically, a significant cup migration can be detected; the tip of the stem of the pedestal cup has broken through the crista iliaca, the loosening gap around the stem of the pedestal cup is much wider than 2mm. Device analysis: no product was returned to zimmer biomet for in-depth analysis. It is unknown whether the revision surgery has already taken place. Review of product documentation: this device is intended for treatment. The applicable surgical technique describes all steps necessary prior and during implantation. However, as no surgical report is available, comparison of the surgical technique and the approach used could not be performed. Conclusion: it was reported that the patient was implanted with a total hip prosthesis on an unknown date and is scheduled for a revision surgery on an unknown date due to migration of the pedestal cup. The review of the x-ray confirmed the reported event. Moreover, loosening of the pedestal cup has been found. The migrated cup broke through the crista iliaca. As no previous x-rays have been received, that correct positioning of the implant as well as the bone condition at the time of implantation cannot be assessed. Moreover, patient factors that may affect the performance of the components such as activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. The quality records could not be reviewed, as the lot number of the product remains unknown. Therefore, based on the available information, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation as the patient has not been revised. As no lot number was provided, the device history records could not be reviewed. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that patient had an implant surgery on an unknown date and is scheduled for a revision surgery on an unknown date due to migration of the cup.